Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported he had exposed his insulin pump to moisture. The customer stated he received a button error alarm after exposing the insulin pump to moisture. The customer also reported receiving a battery out limit alarm. Customer's blood glucose was 247 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted. All operating currents were within specification and no unexpected low battery, off no power, or battery out limit alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on the electronic and motor assembly.